Manufacturer narrative:
Investigation of this event is ongoing. This is one of two reports submitted for this case.

Event description:
As reported by our (B)(6) affiliate, during a transapical tavr procedure, the sapien 26mm xt valve landed in a too aortic position and a second valve was implanted. Post deployment, no flow was observed to the left coronary artery (lca) and a pci was attempted. Transapical approach was chosen due to the poor vascular condition of the lower extremities. The xt valve was deployed with 1 ml less than nominal volume. The valve landed too aortic as the valve moved aortic at half inflation; the final valve position was 80:20 aortic/ventricular (a/v) at the non-coronary cusp side (ncc) and 90:10 a/v at the left coronary cusp (lcc) side. Upon deployment, the pigtail catheter which was positioned within the ascending aorta (asca) shifted down to the annular level around the ncc, and was pinned between the sinus of valsalva (sov) and the xt valve. Post deployment, blood pressure (bp) remained low without elevation of st segment. No flow was observed in the left coronary artery (lca) on coronary angiography. Percutaneous cardiopulmonary support (pcps) was immediately prepared. During pcps preparation, cardiac arrest was noted, and cardiac massage was performed. Percutaneous coronary intervention (pci) was unsuccessful, as a guidewire could not be inserted into the lca. Transesophageal echocardiography (tee) showed an aortic dissection. The procedure was immediately converted to a savr. A tear of commissure was noted between the ncc and lcc when the heart was opened. There was a false lumen in the wall of sov, which covered the ostium of left main trunk (lmt). The tear of valve commissure was fixed with a patch. The aortic valve was replaced with a surgical prosthetic valve. The ascending aorta was replaced with a synthetic graft. Following savr, angiography was performed to check vascular complications, and revealed a right iliac artery dissection. The ria dissection was treated with a stent graft. Prior to chest closure, it was observed that the patient's arm turned blue. A subclavian artery (sca) dissection was detected. A stent graft was placed in the sca. Upon chest closure, apex bleeding was observed, and was surgically treated. A chest drain was inserted and the chest was closed. The patient would be in observation under bp control. The surgeon stated that the timing of dissections onset was unknown, however, it was probably caused by the pigtail catheter when it was stuck between the sov and valve or was pulled up in a rush for aortography. The cause of lca obstruction was reported to be the false lumen of the sov dissection, which covered the ostium of lmt. It was also possible that the stent of xt valve damaged the sov due to its too aortic placement. The native valve diameter measured 23.6 mm by CT with moderate valve calcification. The diameter of sov and sinotubular junction (stj) measured 27.0 mm and 26.5 mm respectively.

Manufacturer narrative:
Additional information received: as of post-operative day (pod)-18 the patient required a tracheostomy for prolonged respiratory management. On pod 23, the thoracotomy was re-opened for treatment of ventilator-associated condition. On pod 25, the thoracotomy was sutured. Per the latest report, the patient required a chest drain for left lung pleural effusion. As for cardiac function, the ejection fraction was 40% without paravalvular leak (pvl) or xt valve functional abnormality. During the tavr procedure, the sapien xt was initially positioned 60:40 aortic/ventricular. The exact cause of the balloon movement during deployment is unknown. However, per the physician, the balloon and valve were possibly pushed up by the ventricular septum bulge. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, and valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported too-aortic valve position post deployment cannot be confirmed; however, it appears to be related to the ventricular septal bulge causing the valve to move upwards during deployment. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors in this case, as described in the complaint report, the pigtail catheter was not positioned properly prior to valve deployment and it became stuck between the sov and xt valve. Manipulation of the catheter during removal appears to have caused the injury reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.